Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken conductor wire at the bipolar within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. Additionally, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. Moreover, the instrument was placed and on an in-house system showing 0 lives remaining. The logs review confirmed that instrument has no more lives remaining. The end-of-life indicator flag was on red indicating that there were no more uses available on the instrument. The instrument passed the recognition and engagement tests.

Event description:
It was reported that during da vinci surgical procedure, the fenestrated bipolar forceps instrument wire was exposed at the tip. There was no report of any patient injury.